Event description:
It was reported that the deep brain stimulation (dbs) patient experienced loss of stimulation due to their implantable pulse generator (ipg) reaching the end of life. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. They were doing well postoperatively. The device was retained and will not be returned for analysis.